Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. At an unknown point in the procedure, the device was switched out for a 25mm amplatzer amulet left atrial appendage occluder. No device was implanted, due to prominent pectinate muscles. When the device was pulled out of the sheath there were strands of the sheath present on the device. The strands were unnoticed up until the end of the case where the doctor retrieved the device. It was noted that the device was fully retracted into the delivery system at one point. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of amulet occluder not being able to fit in the patient was reported. Returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There was no allegation/ malfunction against the amulet device. Based on the information received, the root cause of the occluder not being able to fit in the patient could not be conclusively determined, however, the patient's pectinate muscles in the heart may have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction". The additional amulet device referenced in b5 is filed under a separate medwatch report number.h6: medical device code 2979 was removed.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that several attempts were made to make the 28mm amulet occluder fit, but the patient had severely prominent pectinate muscle, which was causing the device to push out. The device was removed and swapped with a 25mm amplatzer amulet left atrial appendage occluder using the same delivery sheath. No device was implanted, and the case was aborted. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects. The patient status was reported as stable.